Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There was gate vestige remaining on the clamshell preventing proper seating of the adapter. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The clamshell not being recognized is due to a poor internal connection in the clamshell connector. Root cause analysis of defective clamshells showed damage to the connector as a result of the manufacturing and assembly process. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, the handle was inserted to the power shell and the display screen showed green indicator with no problem. However, when they tried to connect the adapter to the handle, it did not fit and came off easily. They did not set the device by force instead the power shell was replaced and the loading was successful that the procedure was completed. There was no patient injury.